Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool confirmed power error 25, low battery alert and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now after a low battery warning. The device will be returned for analysis.